Event description:
It was reported that the patient was seen in the emergency room with syncopal episodes. Device interrogation noted a lead warning switch from bipolar to unipolar a month ago. A fracture of the lead is suspected. The replacement of the lead will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: advdd01 implantable pulse generator, (B)(6) 2012. (B)(4)